Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter segment were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete circumferential break was noted on the proximal end of the catheter segment. The edges of complete circumferential break were noted to be uneven, and surface was noted to be smooth and granular. Therefore, the investigation is confirmed for the reported fracture, and material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024), g3, h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two years post a port placement, the catheter was allegedly ruptured. It was further reported that a part of the catheter had migrated to the right pulmonary artery. Reportedly, programming of surgical procedures was done to remove the catheter and the implantable chamber. The patient is reported to be stable now.

Event description:
It was reported that approximately two years post a port placement, the catheter was allegedly ruptured. It was further reported that a part of the catheter had migrated to the right pulmonary artery. Reportedly, programming of surgical procedures was done to remove the catheter and the implantable chamber. The patient is reported to be stable now.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.